Event description:
It was reported that the lead was explanted due to inappropriate shocks due to noise on rv lead. Also, ventricular impedance was high, threholds were unacceptable, and apparent lead fracture was noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.